Manufacturer narrative:
Other # field is populated with the di number. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a superficial infection at the pocket site. Symptoms were pain and pus coming from the pocket site. Infection was not suspected to be device related. The patient underwent removal of the ipg. Antibiotics were prescribed. The patient was reportedly doing well.